Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had experienced numerous driveline infections since implant requiring an unspecified number operations attempting to resolve it. The patient was reportedly very non-compliant, and after a year of battling the infections the patient became septic and unresponsive. The family made him a dnr status and placed him in hospice care. The patient expired on (B)(6) 2014.

Manufacturer narrative:
Additional information: a correlation between the device and the reported driveline infection and sepsis could not be determined through this evaluation. The instructions for use lists driveline infection and sepsis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.